Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys anti-hcv ii immunoassay results for one patient sample from cobas 8000 e 801 module serial number (B)(4). (B)(6). Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was tested using elecsys anti-hcv ii immunoassay and the customer's low results were confirmed. The sample was also tested using fujirebio innolia hcv score (innolia blot) and the result was negative. Based on these results, the negative result was assumed to be correct and the assay performed within specification.